Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis varic gen 2 system. The user reported that no x-ray was possible during an interventional procedure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Log file analysis showed a power supply error. After further investigation, it was found that the d601 board was defective. As a result, there was no power supply to the d510 board which led to no x-ray exposure. The defective d601 board was exchanged on site and the issue has been resolved. Further investigation of the defective component will be initiated. A supplement report will be filed if additional information is determined.

Manufacturer narrative:
The investigation was performed through log analysis. It is concluded that the system malfunction was caused by defective d601 board. The exchanged part was not available to be further investigated due to it not being successfully returned. The d601 board has a very low consumption rate. No systematic issue could be identified; therefore, no corrective action is deemed necessary as of the date of this report.